Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: patient presented with preoperative diagnosis of status post l3 to l5 posterior spinal fusion with instrumentation and l2-l4 and l4-l5 pseudoarthrosis and underwent alif(l3-4, l4-5) and application of interbody device(l3-4 and l4-5). Implants: a anterior body cage and a anterior buttress plate was used. Per operative report: an rectangular anterior annulotomy was made in the disk space after which a large pituitary was used for the initial diskectomy. Shavers were then used to remove the majority of the remainder of the disk and a curette was used to ensure that subchondral bleeding bone was exposed. At that point the appropriate size implant was selected, packed with rhbmp-2 and impacted into place. An excellent fit was achieved at both levels. An anterior buttress plate was then placed at each level, one on the anterior body of l3 and one on the anterior body of l4. They were placed by temporarily issuing by engaging the spikes on the back of the plate, and then placing the screw into the plate to hold it securely. X-rays showed excellent position of the implants at the end of the procedure. It should be noted that prior to placement of the rhbmp-2, the wound was irrigated with copious amounts of antibiotic containing normal saline solution. At that point the wound was closed by the vascular service. Patient was then transferred to the recovery room in good condition, having tolerated the procedure well. Patient alleges unspecified injury due to the use of rhbmp-2